Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Multiple supply changes were performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.